Event description:
It was reported that device entrapment occurred. An 8.0-21 carotid wallstent self-expanding was selected for use. The stent was successfully deployed. Upon removal, it was noted that the stent system became stuck on the wire. The procedure was completed. There were no patient complications as a result of this event.

Event description:
It was reported that device entrapment occurred. An 8.0-21 carotid wallstent self-expanding was selected for use. The stent was successfully deployed. Upon removal, it was noted that the stent system became stuck on the wire. The procedure was completed. There were no patient complications as a result of this event.